Manufacturer narrative:
(B)(4). Batch # r58g2x. Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present no loaded. The reload was returned with the proximal 29 drivers up and the remaining drivers were down with staples present; the swing tab in the locked position. No functional test could be performed due to the condition of the device. It should be noted that product failure is multifactorial. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the right hemicolectomy surgery, could not fire farther after fired 1/2 when severing colon tissue on the firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.